Event description:
The atricure was placed on the pulmonary vein. The physician depressed the foot pedal to operate the device. The device told him to close the jaws and they were already closed on the pulmonary vein.